Manufacturer narrative:
The device was manufactured november 14, 2016 ¿ november 15, 2016. One unit was received for evaluation with approximately 119ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The device was found to flow properly, and no leaks were identified during evaluation. The reported condition was not verified. The second unit was not received for evaluation; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors would not flow and leaked. The reporter stated that solution did not flow into the tube, but leaked at the luer lock connector. There was no patient involvement. No additional information is available.